Event description:
Same case mfg # 2134265-2011-05111. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented after bleeding for 2 hours following dialysis. An 80% in-stent restenosis of the proximal end of a previously implanted 20x40 wallstent in the subclavian vein in a "candy wrapper fashion" was noted. A 20x40/10fr wallstent was successfully deployed, with the distal end of the stent overlapping the previously placed stent; however, the stent did not expand more than 5-6mm. The physician was planning on utilizing a small balloon to fully expend the stent. During withdrawal of the stent delivery system, the stent came back about 4 cm and then "proceeded to deploy". The physician "ballooned it to a 14x4." The stent was not positioned where it was intended. No additional intervention was performed. No further patient complications were reported and the patient is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).